Event description:
See manufacturer# 3004209178-2009-06236. It was reported that the lead impedance measurements were less than 250 ohms on electrodes 0 and 2. The physician was going to avoid this combination. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).